Manufacturer narrative:
Combination product: yes.

Event description:
Lv lead dislodgement. At revision procedure, the lead connector broke down while trying to pull it out and the connector remained locked inside the ICD. A new lead lbbap lead was implanted and a new ICD was implanted. The lead was capped.

Manufacturer narrative:
Combination product: yes. The ICD and a fragment of the lead under complaint were returned for analysis. This report is only based on the analysis of the ICD itself as well as the inspection of the quality documents associated with the manufacture of the lead and the ICD. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Upon receipt, a small fragment of the lv lead was still connected to the header bore of the ICD. The ICD was interrogated, revealing the battery status bos and 2 charging cycles were recorded to the device memory. The amount of charge taken from the battery was verified, indicating the battery status to be normal and as expected. The header of the ICD was inspected in detail. In agreement with the clinical observation, removal of the lead fragment was difficult. Once the lead fragment could be removed, it was noted that the connector pin was slightly deformed. A test lead could be introduced and removed from the lv port without any difficulties. The root cause for the lead removal difficulties was not determinable. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, there was no indication of a material or manufacturing problem.